Manufacturer narrative:
B5 executive summary: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported guidewire ptfe coating peeling was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a percutaneous intracranial arterial thrombectomy procedure, the physician noticed coating peeling off on the synchro select guidewire being used during the thrombectomy maneuver. Dnlyct imaging revealed metallic artifacts. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Peeling to the ptfe (polytetrafluoroethylene) coating can occur due to interaction with an undertightened torque device causing it to scrape the ptfe coating causing damage. Backloading of the guidewire through the supplied introducer has been known to cause skiving of the ptfe coating. Itt cannot be definitively determined if the ptfe peeling was related to the abnormal imaging finding. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported pfte coating peeling, an assignable cause of undeterminable will be assigned to the reported 'guidewire ptfe coating peeling' and 'patient abnormal image finding'.

Event description:
It was reported that during the percutaneous intracranial arterial thrombectomy procedure the physician noticed the coating peeling off on the subject guidewire. A tomography imaging (CT scan) was performed and revealed metallic artifacts. The procedure was completed using the same guidewire successfully. There were no clinical consequences to the patient due to this event. Updated: based on the information from hospital, the dnlyct only indicates the presence of metal artifacts, suggesting a possibility of coating left inside patient¿s vessel, but there was no direct evidence to confirm this has occurred within the patient's vessels. Subsequently, the patient did not experience any vessel occlusion or stenosis.

Event description:
It was reported that during the percutaneous intracranial arterial thrombectomy procedure the physician noticed the coating peeling off on the subject guidewire. A tomography imaging (CT scan) was performed and revealed metallic artifacts. The procedure was completed using the same guidewire successfully. There were no clinical consequences to the patient due to this event.

Event description:
It was reported that during the percutaneous intracranial arterial thrombectomy procedure the physician noticed the coating peeling off on the subject guidewire. A tomography imaging (CT scan) was performed and revealed metallic artifacts. The procedure was completed using the same guidewire successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿guidewire ptfe coating peeling¿ was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Peeling to the polytetrafluoroethylene (ptfe) coating can occur due to interaction with an under tightened torque device causing it to scrape the ptfe coating causing damage. Backloading of the guidewire through the supplied introducer has been known to cause skiving of the ptfe coating. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported pfte coating peeling, an assignable cause of undeterminable will be assigned to the reported event: ¿guidewire ptfe coating peeling¿.